Event description:
Estimated date of incident (B)(6) 2023 it was reported that the shell was broken on in-the-canal device. No harm to user was reported. Further follow up is expected. On (B)(6) 2024 l no follow up information received.

Manufacturer narrative:
Manufacturer's ref# (B)(4). A DHR review have been completed. No deviation or changes were found during manufacturing of the device. Follow up has been requested. This is a late report. Investigation is still in progress; a final report will be submitted upon completion. (B)(6) 2024 manufacturer's investigation conclusion: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: clinical evaluation is that the event did not cause harm to the user. Clinical evaluation according to clinical evaluation plan: despite testing against requirements for construction, there is still risk that a hearing aid may be damaged and potentially broken due to unexpected external mechanical force beyond typical use. Should a hearing aid break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the hearing aid is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. The risk of broken devices is known. Risk controls are in place. Deemed acceptable. Device investigation concluded: the thickness of the shell is measured to be within configurations. An inspection of the surface along the crack shows no signs of any defects within the plastic. Custom made devices are prone to break/crack easier dues to external factors. Manufacturer's investigation is final. This is a final report.

Event description:
Estimated date of incident (B)(6) 2023. It was reported that the shell was broken on in-the-canal device. No harm to user was reported. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). A DHR review have been completed. No deviation or changes were found during manufacturing of the device. Follow up has been requested. This is a late report. Investigation is still in progress; a final report will be submitted upon completion.